Manufacturer narrative:
The reported complaint of a suspected catheter leak was confirmed during the functional testing of the returned icy catheter (lot # 203856). A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the bonding leak could be a latent defect in the bond. During the functional leak test of the returned catheter, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 203856.

Event description:
A patient received intravascular temperature management therapy (ivtm) to induce hypothermia. The icy catheter (lot # 203856) was smoothly inserted into the patient's right femoral vein in a single attempt. Five minutes later, while connecting it to the start-up kit (suk), the thermogard system triggered an "air trap" alarm. No fluid was detected on the thermogard console, the patient bed, or the floor. The catheter was suspected of leaking 250 milliliters of saline into the patient's bloodstream. Subsequently, the catheter was removed and replaced. The saline bag was also replaced. No patient injury was reported.